Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
Final analysis found normal device characteristics.